Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a procedure on the heart. Reportedly, the instrument was difficult to open and caused tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.